Event description:
The duett was deployed following a diagnostic procedure, via a 6 fr sheath in the left common femoral artery. Following the deployment, the pt experienced hypotension, diaphoresis and clammy skin. These symptoms were consistent with a retroperitoneal bleed, which was confirmed via a CT scan of the abdomen. Treatment included a dopamine the drip, fluids and a surgical suture repair of the artery. The treatment was successful, and no further complications were reported.